Event description:
It was reported that a venous closure of a common femoral vein was attempted with a proglide device using the pre-close technique via a 8f sheath hole prior to a cardiac ablation interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly during use, blood backflow was not confirmed. The device was removed and the suture of one new proglide device was successfully pre-placed. The sheath was upsized to a 12f and the ablation procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction include, but not limited to, under insertion, clogged marker port/ lumen, improper insertion angle, preexisting hematoma gives false mark. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.